Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the inner setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the suj, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received repeated recoverable faults on arm 3. The tse reviewed the logs and confirmed 32100 faults. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with only 3 arms, she was not there, but heard an arm was abandon to complete. There was no harm to the patient. She could not provide patient demographics.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and was confirmed as having error occurred in the field and replicated in-house. The unit was tested on a testing platform and the psuj failed the node test.

Event description:
Refer to h10/h11 for follow-up information.